Event description:
Related manufacturer reference number: 2017865-2024-71263 related manufacturer reference number: 2017865-2024-71264 it was reported that the patient presented for a follow-up in clinic after dual chamber pacemaker placement procedure on (B)(6) 2024. Upon interrogation, it was noted there was old bruising and a hematoma at the device site. After removing the blood, the patient was given antibiotics. During next follow-up in the clinic on (B)(6) 2024, there was a discharge noted and the patient needs to come again after 1 week. On (B)(6) 2024, it was noted that the pacemaker was eroded, and the physician decided to explant the device system on (B)(6) 2024. The pacemaker, right atrial lead and right ventricular lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.